Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient developed a hematoma. The device pocket was revised. The device remains in use. No further patient complications have been reported as a result of this event.